Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed non-sustained ventricular tachycardia and ventricular fibrillation events due to oversensing noise on the right ventricular lead. The noise was not reproducible in clinic but it was noted that the lead exhibited significant changes in impedance. A chest x-ray revealed that the lead was making a sharp turn just after the suture sleeve. The lead was capped and replaced on (B)(6) 2020. During the procedure it was noted that the insulation was completely broken down where the lead made the sharp turn. The patient was in stable condition.